Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found.

Event description:
It was reported that the external pulse generator (epg) was unable to capture when connected to the patient and turning it on although the pace led light was lit. The epg was returned for repair. No patient complications were reported as a result of this event.